Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patients home monitor system alarmed, there was high/unstable impedance, noise, and an apparent lead fracture on the atrial lead. The device was reprogrammed to vvi mode and the atrial lead sensitivity to the minimum setting. No patient complications were reported as a result of this event.